Event description:
Per night shift rn, a total of 3 100ml ns bags were found with puncture hole. All three were discarded this am. Only able to recover 2/3 of the bags. They are sequestered in 5615 with apsm. Manufacturer response for ns bags, nacl mini-bag (per site reporter) [redacted date] - 2 samples retrieved, baxter notified, RMA requested. [Redacted date] - baxter email questions sent to [redacted name]. Baxter pr (B)(4).